Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries.

Manufacturer narrative:
(B)(4). Note: this report corresponds with bard's report #(B)(4) for a "uretex".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The reason for mesh implantation was stress urinary incontinence. The procedures performed were transvaginal hysterectomy with modified mccall¿s culdoplasty, suburethral sling procedure using the uretex system and posterior repair under general endotracheal anesthesia. The complications were mesh extrusion of pubovaginal sling, pelvic relaxation and severe vagina pain.